Manufacturer narrative:
Occupation is patient's/consumer's niece. The meter and the test strips were provided to the local service center for investigation. The returned test strips were measured with the returned meter where they were tested using retention controls. Testing results (qc range = 2.0 - 3.0 inr): qc 1: 1.9 inr qc 2: 1.9 inr. Qc 3: 1.9 inr. Qc 4: 1.9 inr. Qc 5: 1.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The patient's result of 5.9 inr was observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Na.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the patient had a laboratory result of 4.0 inr while the meter result was 5.9 inr. The patient's therapeutic range was not provided.